Event description:
It was reported in the journal article titled "unprotected left main stenting in the real world: two-year outcomes of the french left main taxus registry" (attached) that post a coronary drug eluting stenting treatment procedure, instent restenosis occurred. The unprotected left main (lm) artery was stented with an unspecified taxus express2 drug eluting stent. Six to eight months post procedure in-stent restenosis was observed and unspecified target lesion re-intervention was performed. No further info is available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. Literature citation: unprotected left main stenting in the real world: two-year outcomes of the french left main taxus registry. Circulation 2009; 119(17): 2349-56. Vaquerizo b, lefevre t, darremont o, silvestri m, louvard y, leymarie jl, et al.